Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During attempt to cross an occlusive lesion at the tibial artery the tip of the cruiser-18 guidewire broke inside the patient and remained in his leg. Due to the severity of the lesion and general status of the patient, it was decided to perform an amputation and the tip of the guidewire was also removed.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During attempt to cross an occlusive lesion at the tibial artery the tip of the cruiser-18 guidewire broke inside the patient and remained in his leg. Due to the severity of the lesion and general status of the patient, it was decided to perform an amputation and the tip of the guidewire was also removed.